Event description:
On (B)(6) 2013, the reporter stated that after an intramuscular injection over the gluteal region, the patient experienced an infection and an abscess at the injection site. There was alleged white particle on the needle after injection. Additional information received via email on (B)(6) 2013, the reported stated that the patient received voveran injection for pain.

Manufacturer narrative:
Device history record met quality control specifications.